Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as levels did not exceed 500 mg/dl. The customer was instructed to inspect various parts of the pump and clean the pneumatic tap area, but the error persisted despite using a new cartridge. Technical support decided to replace the pump and send goodwill cartridges. The customer reverted to manual injections for insulin delivery method while waiting for the replacement and was instructed on how to return the faulty pump.